Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported phenomenon cannot be determined at this time; however, this type of teflon pad damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that 15 minutes into a therapeutic laparoscopically assisted vaginal hysterectomy (lavh) procedure, the teflon pad on the grasping section of the device burnt and peeled off exposing metal. A short circuit error message was observed on the generator. It was reported that no device fragment fell in the patient. There was no bleeding reported. The intended procedure was completed with a similar device. There was no patient injury reported. Additionally, the user facility reported that the device was inspected prior to the procedure with no anomalies found.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation was unable to confirm the user¿s complaint. A visual inspection was performed on the received device and found there was some tissue build up. The ptfe pad (teflon pad) was inspected and found to be partially separated from the jaw exposing metal. The distal end of the device was inspected under a microscope and found no visual damage to the probe unit. The device was attached to the test usg-400/esg-400 generator and displayed an ¿open circuit¿ error message while the seal/cut function was activated with the device jaws closed. The teflon pad damage and error message can be attributed to insufficient tissue is between the probe and jaw during activation.